Manufacturer narrative:
Additional information: catalog #72400024/serial #(B)(4), expiration date 02/22/2011, manufacture date 02/01/2006. Catalog #72400098/serial #(B)(4), expiration date 02/23/2011, manufacture date 02/01/2006. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that on an unspecified date the entire device was removed due to erosion of the bulbous urethra at the cuff site. Another entire artificial urinary sphincter device was implanted on (B)(6) 2012. No patient complications were reported.